Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited fluctuating pace impedance measurements over the last year and for approximately the last two months, the pace impedance measurements were greater than 3000 ohms, which is high out of range. As a result, the associated pacemaker device was programmed to ventricular-only pace and sense mode until a lead revision could be performed. The ra lead was subsequently surgically abandoned and replaced. During the surgical procedure, the new ra lead was connected to the existing pacemaker device, but the ra impedance measurements remained out of range. As a result, this pacemaker device was explanted and replaced. The surgical procedure was successfully completed. No additional adverse patient effects were reported.